Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided.

Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming with no error code. Per reporter, the patient turned off the pump but it will not power back on. Per reporter, they instructed the patient to change the batteries and acknowledge the loss of power alarm, then start the pump. The screen reads running continuous reservoir empty in 36 hours and 53 minutes. Res vol is 73,8 ml and the green light is flashing. Rate is 2.0 ml/hr confirmed on the 5-fu label. The event occurred while use with patient at home. There was a patient involvement, and no patient harm/adverse event reported.